Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that the vitrectomy probe could not cut during vitrectomy surgery. The surgery was completed on the same day but unknown how it was completed (replacement details unknown). There was no information about patient impact. Additional information was requested but none received till date.